Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were less responsive. Customer¿s blood glucose level was unknown. Customer stated that slow and louder rewind, rejection of new battery and diminished back light brightness. The device will not be returned for analysis.